Manufacturer narrative:
The sensor kit expiration date is 31-oct-2020. Adc was made aware of the device issue on 02-dec-2020 and the medical event associated with this complaint occurred on (B)(6) 2020 which indicates usage of the device beyond the useful lifespan. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. All pertinent information available to abbott diabetes care has been submitted. A follow-up report will be submitted if any additional information is obtained.

Event description:
A customer reported experiencing a skin reaction during the adc freestyle libre sensor wear, with symptoms described as ¿insertion site allergy, inflamed, itchy and white fluid¿ discharged from the insertion site. The customer had contact with a healthcare professional and received an unspecified cream as treatment. There was no report of death or permanent impairment associated with this event.